Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The father of the patient reported that the patient has no hearing sensations with the device. The patient's parents did not report any incident of accident or trauma.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. In addition, fluctuating impedances, especially at the most basal channels were observed. However, a definite cause for those could not be determined. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly the user's hearing performance is affected. An incident of trauma was reported. The user has been re-implanted.

Manufacturer narrative:
Based on information and measurements received, a mechanical damage to the stimulator housing that is typical for severe external impact to the housing appears likely. However to determine and confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered.

Event description:
The parent reported that the patient has no hearing sensations with the device. The patient's parents reported an incident of trauma.